Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change color. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.